Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that the patient underwent a surgical hematoma evacuation with debridement, antibiotics, and implant retention approximately 2 weeks after initial tha. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. A seroma is a pocket of clear serous fluid that sometimes develops in the body after surgery. This fluid is composed of blood plasma that has seeped out of ruptured small blood vessels and inflammatory fluid produced by the injured and dying cells. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant products: item # 010000703/ g7 bonemaster ltd/lot # unknown . Item# unknown / unk e-1 poly liner/ lot # unknown. Item # unknown / head exceed m2a 36mm/lot # unknown . Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -02507, 0001825034 -2021 -02508, 0001825034 -2021 -02509.

Event description:
It was reported that patient underwent dair (debridement, antibiotic, implant retention) due to hematoma approximately two weeks post implantation. Intraoperative culture was negative. Triple antibiotic therapy with teicoplanin, amikacin & rifampicin was used. Tempts have been made and additional information on the reported event is unavailable at this time.